Event description:
Device complication: nonetime of complication: after procedure symptoms: tiathe patient had a right internal carotid stent procedure in 2006. The patient was discharged the following day with no device performance issues. The patient returned to the hospital the 3rd day and it was reported that he experienced a neurological event (tia) which resulted in new hospitalization. The condition was treated with medications; continuing condition improved. No additional information available.